Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated three random, sealed reservoirs, and checked the o-rings/stopper groove for anomalies. No anomalies were found. Also, tested the reservoirs for leaks, and no leaks were noted.

Event description:
It was reported that insulin leaked into reservoir compartment. Strong smell of insulin was reported.